Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lumber fusion procedure on (B)(6) 2025, imaging of the leads was taken and showed that the leads had migrated down to t10-t11. As a result, the leads were repositioned back to t7-t8 to address the issue.

Manufacturer narrative:
Correction to e1.